Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube; biological and nonbiological. The foreign matter event occurred 66 times. The following information was provided by the initial reporter: "closing part of stopper was dirty x34, dirty stopper x23, back spot in tube x7, dirty tube x2."

Manufacturer narrative:
H.6. Investigation summary bd received actual customer samples to be evaluated and 9 photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defects and foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemente.

Event description:
It was reported before use the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube; biological and nonbiological. The foreign matter event occurred 66 times. The following information was provided by the initial reporter: "closing part of stopper was dirty x34. Dirty stopper x23. Back spot in tube x7. Dirty tube x2".